Event description:
It was reported by service report that the head of the bed will not go up or down. No patient involvement or adverse consequences are reported.

Manufacturer narrative:
Faulty motor actuator.